Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure a lead was attempted to be implanted but presented helix retraction issues when the lead was repositioned. A new lead was used to complete this procedure. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.